Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd veritor ¿ at-home covid-19 test false positive results were obtained. Confirmatory pcr testing was negative. Several days later customer tested again with the bd veritor ¿ at-home and it was positive, tested with another brand and the result was negative. Eua# (B)(4). The following information was provided by the initial reporter: it was reported customer took one of the bdvertitor at home tests and tested positive, and then took another brand of test and was negative.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive.¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Customer took one of the bd veritor at home tests and tested positive, and then took another brand of test and was negative. Later tested again with pcr test and it was negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use with the bd veritor ¿ at-home covid-19 test false positive results were obtained. Confirmatory pcr testing was negative. Several days later customer tested again with the bd veritor ¿ at-home and it was positive, tested with another brand and the result was negative. Eua# (B)(4). The following information was provided by the initial reporter: it was reported customer took one of the bdvertitor at home tests and tested positive, and then took another brand of test and was negative.